Event description:
It was reported the pt is w/o stimulation and her ipg will not communicate with external devices. The sjm rep confirmed the issue. The pt stated she has not charged her ipg in over 5 months. The pt elected to not undergo intervention for this issue at the present time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2015 and the patient's ipg was explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.